Event description:
Busted chloraprep.

Manufacturer narrative:
It was reported that the chloraprep was busted. Product was given to materials and busted container was reported. There were no reports of death, serious injury, medical intervention, or follow up care.